Event description:
The ge oec 9800 fluoroscopy system had a loose interconnect to lemo connection that would cause the system to shutdown and reboot during use.

Manufacturer narrative:
A ge oec service representative investigated the issue and tightened the hex nuts on the back on the lemo connector. Proper fit was confirmed. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.